Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the hlm went on battery plugged into circuit b-6. As mitigation, they plugged the hlm into b-7 and that did not resolve the problem. They then plugged the hlm into b-5, that did resolve the charging issue, however after the case finished the battery was discharging again and moved to another plug within b-5. Every time the hlm was unplugged to move to a different plug, the discharge timer reset. The fsr verified the reported issue. He found the boom receptacle to be worn out. The power cord plug was not a snug fit and caused the loss of ac power. The hlm cycles from ac to dc in about 10 seconds before it goes back to ac power. The fsr suggested the end user facility have their engineer replace the receptacles on b-6. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) switched to battery power while plugged in to alternating current (ac) power. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the manufacturer's field service representative (fsr) about the issue the team had with their hlm and the battery/ac power concern. During a cpb procedure on (B)(6) 2020, the hlm was going in and out of ac to direct current (dc) power. The team switched to a different outlet and the hlm ran on ac power. The case proceeded without issue and no loss of power occurred. There was no blood loss or harm due to the outlet issue. The manufacturer's fsr checked the hlm power sources and they were up to specifications. He also checked the booms and it was noticed that the receptacle in a few of the plugs were very worn out. The facilities team at the user facility was notified of the issue.